Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a delay when interacting with the pump touch screen. Customer's blood glucose was 185 mg/dl. . The customer declined troubleshooting from tandem technical support because the screen was functioning as intended during the call.